Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the reported malfunction. The se replaced the breath delivery unit (bdu) central processing unit (cpu) printed circuit board assembly (pcba), and downloaded the latest software revision to resolve the issue. The ventilator passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
The customer reported that a ventilator stopped cycling. There was no patient involvement.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.